Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported lock-up condition. Physio did observe that the display would intermittently fade to white with vertical lines; however, the device was still functional and would respond when buttons were pressed. Physio was unable to duplicate any issues with the device not powering off when the on/off button was pressed. Physio was able to determine that the cause of the reported failure to print was due to incorrect paper installed in the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was white with vertical lines. The customer further advised that when he pressed the print button, the device would not print. Additionally, when he pressed the on/off button the device would not power off. A white display is indicative of a device lock-up condition which could delay or prevent defibrillation from being delivered, if it were necessary.

Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer in order to obtain the necessary authorization needed to complete repairs on their device. As a result, the customer's device has been returned to them unrepaired.the cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The customer provided physio-control with the necessary authorization needed to complete repairs on their device. The device was then returned to physio-control. Upon re-evaluation of the customer's device, physio was able to verify that it would intermittently lock-up with a white display as originally described by the customer. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u61. Both the ui pcb assembly and the ui to stack flex cable assembly were ancillary parts and there was no failure with either part.